Event description:
It was reported by the customer that the pyxis medstation es system station aux drawer 6.1 pocket b3 is unable to open. A customer has reported that the user was unable to dispense medication for the patient due to a reported malfunction, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that station drawer failed to open. A field service engineer provided assistance to the customer in recovering storage and made the necessary adjustments to the levels to prevent any overfilling, ensuring everything was functioning properly. The system functioned as intended after field service engineer troubleshooting.